Event description:
The customer states they are having difficulty powering up the device. The customer states there was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.